Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dysmenorrhea, pelvic pain, gerd, pain in hip, penicillin allergy, alcohol use, post-traumatic stress disorder, depressive disorder, vitamin d deficiency, c-section, parity 2, multi gravida and haemorrhage abnormal. Previously administered products included: cholecalciferol, fluoxetine hcl and gabapentin. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (da vinci robotic-assisted laparoscopic total hysterectomy,bilateral salpingectomy on (B)(6) 2021). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: clinical history: pelvic pain, dysmenorrhea. Specimens: endometrium: endometrial curettings. Fallopian tube: right fallopian tube. Peritoneum: posterior cul de sac peritoneum endometriosis. Peritoneum: anterior cul de sac peritoneum endometriosis. Peritoneum: left pelvic brim adhesion. Peritoneum: left pelvic sidewall peritoneum endometriosis. Peritoneum: right pelvic sidewall peritoneum endometriosis. Fallopian tube: left fallopian tube. Uterus: uterus, cervix. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dysmenorrhea, pelvic pain, gerd, pain in hip, penicillin allergy, alcohol use, post-traumatic stress disorder, depressive disorder, vitamin d deficiency, c-section, parity 2, multi gravida and haemorrhage abnormal. Previously administered products included: cholecalciferol, fluoxetine hcl and gabapentin. On (B)(6) 2015, the patient had essure inserted. On (B) (6)-2021, 2211 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B) (6) 2021: clinical history: pelvic pain, dysmenorrhea. Specimens: endometrium - endometrial curettings. Fallopian tube - right fallopian tube peritoneum - posterior cul de sac peritoneum endometriosis, peritoneum - anterior cul de sac peritoneum endometriosis, peritoneum - left pelvic brim adhesion, peritoneum - left pelvic sidewall peritoneum endometriosis, peritoneum - right pelvic sidewall peritoneum endometriosis, fallopian tube - left fallopian tube uterus - uterus, cervix, quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.